Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to unknown complications. Although the exact cause of death was unknown, the patient's outcome was not considered to be device or therapy related. The patient was reportedly placed under comfort care, and the device was not returned for evaluation. An audible alarm was reported; however, the account did not specify the type of alarm. Multiple attempts were made to obtain log files and additional information regarding the reported event; however no additional information has been provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, the patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to unknown complications, not related to the ventricular assist device (vad). It was also reported that there was an audible alarm.